Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified a complete break of the hypotube of the device. The break was located at approximately 210mm distal of the strain relief. The hypotube was also noted to be severely kinked at more than one location. A visual and tactile examination identified a severe kink in the shaft polymer extrusion located approximately 20mm proximal of the guidewire port. An examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, marker bands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2020. It was reported that the device unable to cross the lesion. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed a hypotube break at 210mm distal of the strain relief.